Event description:
It was reported that the pt was unable to trigger a breath while connected to the ventilator. There were no audible/visual alarms. The pt was placed on another ventilator and the sensitivity was increased from 5 to 3. No reported harm to the pt.